Event description:
Patient was undergoing a right elbow hardware removal and 1 screw orif non-union medial epicondyle; as the surgeon was attempting to remove the retained screw, the head of the screw broke off. Attempting to remove the imbedded screw, using a conical extraction device from the broken screw removal set. The tip could not be retrieved by the surgeon; he decided to leave the remaining screw with the broken off piece inside the patient.